Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not feeling the implant when palpated was determined and they noted the likely cause as being "I was feeling for it on the wrong hip". The issue was reported as being resolved. The patient also noted that replacing the communicator resolved their issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they can't get their communicator recognize their ins. Patient said that they are familiar how to work on their device. Patient said that they notified manufacturer rep yesterday and did the troubleshooting with them but still unable to connect. Patient said that they got a message that it's "not recognizing this device re-enter". Agent assisted patient to troubleshoot. Patient said that they are getting message device not responding. Patient repositioned communicator but still getting the same message. Patient confirmed they tried to reposition the communicator vertically and horizontally but still not connecting. Patient said that there is a green light on their communicator, agent advised to remove it from the power source. Patient said that they are not feeling the implant when they palpated. Patient said they had no fall or accident. Patient said that they notice having problem with them urinating and had to use pads. Patient said that when they start to drip, they just go. Patient said also said they rushed to the bathroom or they are not going to make it. Patient said it was the reason why they spoke to rep and rep told them to increase the intensity, but they couldn't make it to work. Patient said that they had not informed their doctor. Agent sent repair request. Agent advised the patient to contact their doctor to discuss further. Email sent to prs for hcp update.